Manufacturer narrative:
G4. Correct aware date added.

Event description:
It was reported that the device failed to suction. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed the pressure test and internally a pinched tubset was found, establishing a relationship between the device and the reported event. The root cause was identified as a defective component. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.